Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. Clinical report missing ao and left ventricle placement signals. The logs show placement signal not reliable alarms and the 5s parameters are of the pattern identified as an oscillating contrast issue. The root cause of the optical signal issue has been characterized as a console-related issue.

Event description:
The user facility reported that during support of the impella 5.5, placement signal not reliable with absent ao and left ventricle placement signals appeared. The representative called the account to help with persistent peak signal-to-noise ratio alarm with absent pulmonary stenosis waveforms. The registered nurse reported an order to verify the position. He denied any kinks and confirmed the white plug was secured in the automated impella controller. Alarm was reviewed and explained that it does not impact performance of the device. Instructions were provided to disable the alarm audio.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.